Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited atrial tachycardia with rapid ventricular response (rvr). In one instance, the tachy rate appeared to increase spontaneously. The ICD delivered inappropriate anti-tachycardia pacing (atp) which not converted the rhythm and electric shocks were delivered which converted that rhythm. The ICD remains in service. No additional adverse patient effects were reported.